Manufacturer narrative:
Method: reviewed the complaint notes, device history record, risk analysis, and product labeling. Results: review of the complaint notes and device history record revealed no assignable cause for the reported event. Extrusion is a known risk. Product labeling cautions: "complications, although uncommon, include infection, extrusion, implant movement, pain, itching, irritation, fluid accumulation, bleeding, bruising, and capsular contracture."

Event description:
Physician reported that a patient presented with extrusion of the left malar implant on (B)(6) 2019. Originally implanted on (B)(6) 2019 after which the patient felt discomfort. Subsequently, implants were removed bilateral on (B)(6) 2019.